Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The event date is an approximation. On or around (B)(6) 2025, the patient experienced a discrepancy between cgm and bg meter readings shortly after applying the sensor to the arm. The cgm indicated low glucose levels, while the bg meter showed high glucose levels. The patient is using the tandem insulin pump in modified closed-loop mode. During this episode, the patient reported presyncope and feeling generally unwell. He stated that he administered a bolus via the tandem pump; however, he felt it did not deliver sufficient insulin. He also noted that the insulin on board (iob) appeared unchanged despite the bolus. Emergency medical services were called, and paramedics administered insulin, though the exact dosage is unknown. The patient was not hospitalized. He was unable to provide specific glucose values from either the cgm or bg meter, only recalling that one device indicated ¿high¿ and the other ¿low. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.